Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist for use during cardiogenic shock section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support and while supporting the patient the impella 5.5 had pump saturation followed by pump stoppage. The pump was restarted at a lower p-level. The patient was taken to the catheterization lab for exchange of the impella 5.5 to an impella cp, which was successfully implanted. There was no report of adverse effects to the patient who was noted to be in stable condition.

Manufacturer narrative:
The investigation for the pump stop and the saturated flow has been completed. Pump was returned and during investigation, heavy biomaterial was found in the cannula, outflow cage and all around the impeller blades. Data logs were returned and there was a motor current spike noticed corresponding to the rise in the purge pressure. The pressure was stayed stable after that event for about 3 hours and then the pressure started gradually increasing to the point of pump stop. Following the first motor current spike saturated flows were observed. This events recorded in the logs confirm that biomaterial ingestion was the root cause of the pump stop failure. Therefore, per the product evaluation and data logs review, the root cause of the pump stop issue was biomaterial. Added- d9 device return date